Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During procedure, the balloon was dilated, first for 30 seconds at nominal pressure and second inflation at 8 atmospheres for 1 minute. However, the balloon ruptured during the 3rd poba at nominal pressure. The device was removed. The procedure was completed with another of the same device. No patient complications reported.